Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to case circumstances. It is likely that the reported resistance and balloon rupture are the result of interaction with anatomy, which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the posterior tibial artery. Resistance advancing a 2.0x200mm armada 14 balloon catheter was felt with the anatomy. Once at the lesion site, the balloon ruptured during the first inflation at 8 atmospheres. The procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.